Event description:
It was reported that the procedure was to treat an 80% stenosed, moderately calcified and mildly tortuous vessel in the iliac artery. Pre-dilatation was performed and the 7.0x59mm omnilink elite stent delivery system (sds) was deployed. Post deployment, a dissection was noted distally. Another same size omnilink elite was used to treat the dissection. There was no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported adverse event without identified device or use problem could not be tested as it was based on operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The reported patient effect of dissection is listed in the omnilink elite® vascular balloon-expandable stent system, electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the noted dislodgement and reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Although return device analysis noted a possible dislodgement due to tight balloon folds, the account reported that the device was successfully deployed. No dislodgement was reported. There is no indication of a product quality issue with respect to manufacture, design, or labeling.